Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 31jul2019. The product support engineer (pse) troubleshot this issue with the customer over the phone. It was identified that the ventilator generated an error code (1104) which is relevant to the reported condition. The customer reseated the power management (pm) printed circuit board (pcb) and the alarm cleared. The pse discussed possible causes per the service manual and suggested performing extended run in to verify alarm does not reoccur. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported the ventilator had a check vent alarm/ backup alarm failure. The ventilator was not in use on a patient at the time of the event occurred.